Event description:
Reporter indicated that vns pt underwent revision surgery due to left arm twitching and pain. During the revision surgery, a small tear in the lead insulation was noted. Prior to revision surgery, programmed parameters were reduced in an effort to alleviate the pt's symptoms. The pts seizure control was not as good following the reduction in programmed parameters, so the parameters were increased and the pt's pain was then worse. The pt reported pain in their neck and a visual abdominal switch when they laid down. Revision surgery was performed, during which a piece of silastic was rapped around the vagus nerve and sutured with a 4-0 neurelan suture extending from above the electrode array. The silastic was wrapped once again around the nerve, but not sutured in place again. Then, with a microscope, it was noted that there was a small tear in the lead insulation at the distal portion but that the wires beneath it were intact. The tear in the lead insulation was coated with silicone glue.